Event description:
It was reported that during the machine setup, the cardiosave intra-aortic balloon pump (iabp) units screen froze. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code)updated data: b4, g3, g6, h2, h10, h11

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use, the cardiosave intra-aortic balloon pump (iabp) units screen froze. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp and replaced the upper display and then performed the preventive maintenance (pm), replaced the compressor, mufflers, o-ring, 9v battery, safety disk and tidal volume disks. Completed pm including all functional and safety tests as per manufacturer specifications. Released for clinical use.

Event description:
N/a.